Manufacturer narrative:
The device was returned for evaluation. Testing visually confirmed burnt pwa components. The plunger motor caused the burning issue on the driver and power supply pwas. The plunger motor, power supply pwa and driver pwa were replaced.

Manufacturer narrative:
Multiple attempts have been made for additional information regarding the event and the device status; however, there was no response. If additional information becomes available, a supplemental report will be submitted.

Event description:
The customer reported a plum 360 pump had a burnt pwa (printed wired assembly). There was unknown patient involvement and no report of an adverse event, medical intervention and delay in critical therapy.